Manufacturer narrative:
The maryland bipolar forceps has not been received a for failure analysis evaluation. A review of an image provided by the customer shows what seems to be a broken grip cable on the instrument.

Event description:
It was reported that after completion of a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the or staff found a broken cable at the wrist of the maryland bipolar forceps instrument. An x-ray was performed and no foreign bodies or fragments were found. No additional surgical procedure was required due to the cable breakage. The patient has not returned to the hospital due to any post-surgical complications related to the issue.

Manufacturer narrative:
The maryland bipolar forceps was returned and the instrument was found to have a broken grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.